Event description:
As reported for this event, during preparation for use, the device yields pixelated and green color bars once the scope is plugged in. Color bars are normal when the device is turned on. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was not confirmed. Upon inspection and testing, the video image and color were found to be functioning correctly. However, the video connector needs replacing as it is worn out and causing poor connection. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Intended procedure is not known. The model and serial numbers of concomitant devices used in this event are not provided. Device was inspected before use. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were foreign objects such as hard water residue, lint or dust on the electrical contacts. Olympus territory manager cleaned the device with alcohol and q-tips. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device has no available repair history for the past year. The image issues were likely caused by temporary defects due to unstable communication of the electrical contacts or malfunction of the scope used at the facility.